Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in ER after receiving 22 shocks for vt/vf. Patient was picked up by an ambulance and externally cardioverted. Upon interrogation an alert for low hv lead impedance was observed. Hv therapy was deactivated. Riata lead was capped on (B)(6) 2016. Patient was in stable condition and responsive at the time of device check.